Manufacturer narrative:
(B)(4). Concomitant medical devices: 139254 ¿ m2a magnum taper ¿ 156850. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00062.

Event description:
It was reported that patient experienced pain, dysfunction and limited range of motion after right total hip arthroplasty. Approximately 10 years later, the patient underwent a revision surgery which was aborted due to inability to disengage the head from the stem. The surgery was attempted a second time successfully about a week later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Medical records were reviewed and noted that the attempted revision was aborted due to inability to disengage the head and stem. Multiple attempts and over an hour spent trying to disengage the femoral head from the trunnion. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.